Event description:
Additional information was received from a company representative stating that the cause of the failed dye study was because the catheter was twisted multiple times and kinked off so there was no flow. To resolve the event, a catheter revision was performed and the pump was tacked down. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jun-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient previously receiving intrathecal hydromorphone 2.5 mg/ml at 1.2 mg/day and currently receiving hydromorphone 1.2 mg/ml at 1.2 mg/day via an implantable pump for malignant pain and extremity. The company rep reported that a catheter revision was done today because the patient reported a loss of therapy and the pump had been flipping. The company rep also stated there had been a failed dye study. Drug concentration was changed today; agent reviewed programming steps to prime the catheter and then do a bridge bolus to account for the old drug.